Event description:
Boston scientific received information that the patient with this left ventricular (lv) and right atrial (ra) lead underwent a mitral valve replacement (mvr) procedure sometime in 2010. It was reported that after the mvr, the leads displayed an increase in thresholds. It was then further suspected that the leads had micro-dislodged during the mvr procedure. There was no x-ray or fluoroscopy performed. No programming changes or interventions have been performed. The leads remain in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.